Manufacturer narrative:
On 08/28/2013, received a call from the consumer. Consumer states the breast pump was causing pain. Another breast pump was purchased and the consumer is not having pain and is working fine. Product requested to be returned for eval.

Event description:
On 08/28/2013, received a call from the consumer. Consumer stated the suction on the breast pump and was causing pain.